Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a >50mm abdominal aortic aneurysm. Approximately one year later it was reported that on CT a limb occlusion was observed. As per the physician, the cause of the event was both anatomy related due to the tortuosity of the iliac arteries and device related due to a kink in the stent graft limb. No additional clinical sequelae were reported and the patient will be monitored.